Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400-425 mg/dl, "had a heart attack", and their right arm is "non functioning"; cause was not clear. Additionally, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, blood pressure medication, "acid medications", aspirin, [and] cholesterol medication. Customer was discharged 25 days later with the issue resolved. The customer reverted to an alternate method of insulin therapy.